Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. While suturing the uterus, the needle broke. All of the needle pieces were removed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The device failure is related to user handling.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.